Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had been hospitalized and in a coma. The reporter stated that the pump was not working at the time of the call. The reporter was unable to provide any details as to other contributing factors to the patient's condition. Customer technical support has attempted to contact the reporter but has been unsuccessful. If the reporter is reached for additional information regarding this event a supplemental report will be filed. There is no additional information at this time. This complaint is being reported because the reporter stated that the patient had been hospitalized and there was an issue with their insulin pump.